Event description:
(B)(4). After surgery, had very bad pain that was coming and going. Then in to my post op appointment still having very bad pain and dizziness. As time went on I started having heavy bleeding lasting for weeks, severe headaches and migraines sometimes lasting all date, sharp pelvic, back pain, nausea, chronic fatigue, blurred vision, vision loss skin rash, blood in urine, chronic anemia, memory loss feeling faint, inflammation of the stomach, bloating, severe anxiety and depression, vitamin d deficiency, shortness of breathe, chest pains, large amounts of mucus from the vagina, kidney pain, and needing help to get out of the bed. I had no energy and constantly having a bad taste of metal in my mouth.

Event description:
(B)(4). I've noticed that my breast really hurt and burn; it also hurts under my arm, having pain in my pelvic area, sitting for a period of time when I try to get up I have sharp pain in my pelvic and butt, chronic fatigue and dizziness, at times, everything taste bad. My eyes hurts and are some times feel like they hot, vision has gotten worse, feeling pain in both of my legs now and headaches have made it completely impossible to get anything done or remember what I'm doing or suppose to be doing. Memory problems and problems concentrating has gotten worse.